Event description:
It was reported to philips that the device had a power supply failure. There was no patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. It was determined that this was a malfunction of the power supply. The customer refused service. The device remains at the customer site and no further evaluation is warranted at this time.